Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. No unexpected vibrating noted during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm and button error from the insulin pump. The customer's blood glucose reading is unknown. The customer stated that the buttons are not working properly. The insulin pump kept alarming no delivery. The customer stated that she had to press very hard for the buttons to respond. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.